Manufacturer narrative:
The reported complaint of being unable to be flushed could not be confirmed from the photo received. Without the return of the sample, a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that, on an unknown date, a 7" (18cm) pressure infusion (400psig) ext set w/microclave® clear, purple clamp, rotating luer, non-dehp tubing, bulk non-sterile was found to have been occluded during patient use. The reporter stated that the device was not flushing properly. There was no patient harm reported.